Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 21:05:43. During night drain cycle five, the patient's ultrafiltration reading was 1760ml, indicating the home patient drained 1540ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. Visual inspection and functional testing were performed. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.